Event description:
It was reported that, during the implant procedure, the field representative requested assistance with right atrial (ra) lead capture. The ra lead did not capture at 5 volts, but capture was confirmed at 6 volts. The physician decided to reposition the ra lead, after which the capture threshold decreased to within normal limits. No adverse patient effects were reported. This ra lead remains in service.